Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.5x38mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery. 85% stenosed lesion. On (B)(6) 2016, the patient was hospitalized for chest tightness. Coronary angiography was performed and the lad stent was 100% re-stenosed. The left circumflex had 60-70% stenosis and proximal right coronary artery had 50-70% stenosis. Balloon angioplasty was performed and medication was provided as treatment. On (B)(6) 2016, the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Corrections: catalog number. The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. The reported patient effect(s) of angina, myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial reports filed, the additional information was obtained: on (B)(6) 2014, a 3.0x33mm xience xpedition stent (not a 2.5x38mm xience xpedition stent as previously reported) was implanted in the proximal left anterior descending coronary artery, 85% stenosed lesion. On (B)(6) 2016, the patient was hospitalized for chest tightness and an extensive anterior wall acute myocardial infarction was diagnosed.